Event description:
Tubing in package is covered in a "sticky" substance. There was an unknown chemical on tubing that could cause unknown reactions with medication, causing unknown complications. Procedure was completed with a different nebulizer tubing.